Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and a "no sensor signal" alert and loss of communication between the pump and transmitter. The event involved unomedical,mmt-1884,mmt-7715,mmt-332a,mmt-7841zn. The hyperglycemic event treatment was not mentioned. Troubleshooting was not completed as the customer declined and the call was disconnected. Product allegations included loss of sensor communication. The customer reported discontinuing use of the pump due to the sensor issue. No further patient complications were reported. No product return is required unomedical,mmt-1884,mmt-7715,mmt-332a,mmt-7841zn.